Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51-53 mg/dl. Suspected cause was due to the pump as the pump was emitting a "weird" sound leading the customer to believe the pump was administering more insulin than it should. The customer consumed multiple teaspoons of sugar mixed with water to address low bg. The customer called an ambulance for assistance; the customer's bg levels were checked and she was advised to go to sleep as the customer had a healthcare provider appointment the following morning. Reportedly, the customer reverted to alternate therapy for diabetes management.